Manufacturer narrative:
The device was not returned to zoll medical corp for eval. Instead, the suspect system board was returned. Our eval of the system board verified the reported malfunction and attributed the failure to a faulty integrated circuit.

Event description:
Complainant alleged that during training by facility staff, the device inappropriately shut down and would not power on. Complainant indicated that there was no pt involvement in the reported malfunction.